Manufacturer narrative:
Conclusion: a needle that was broken at the point end, missing its point, was submitted for this evaluation. A microscopic inspection revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2014 and suture was used. During the procedure, the needle broke when sewing the uterus. The needle tip was not located and the broken piece could not be found in the patient via x-ray. The current condition of the patient is stable and was discharged from the hospital.